Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a moderately to severely calcified lesion in the moderately tortuous distal lad. After predilatation the lesion could not be crossed with the device. In removing the orsiro, upon entering the guiding catheter, the stent dislodged and remained in the proximal lad. A dilatation balloon was inserted and inflated to crush the stent into the vessel wall. The stent delivery balloon was removed without further incident.

Manufacturer narrative:
Combination product: yes the returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the balloon is not well folded anymore and shows signs of inflation. Contrast medium residue was observed in the inflation- and balloon lumen up to the distal balloon shoulder, indicating application of negative pressure. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The stent was not returned for analysis. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. The application of negative pressure to the stent system may have contributed to the dislodgement of the stent.